Event description:
A peritoneal dialysis (pd) pt reported being hospitalized for fluid overload. The pt was admitted on (B)(6) 2014 and discharged on (B)(6) 2014. Per the pt's pd nurse, the pt has been able to resume cycler-based treatment. Medical records have been requested from the treatment provider to support the clinical investigation process.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.